Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support (mcs) and experienced sustained ventricular tachycardia requiring intervention and at time of removal device cannula separation. The patient presented to the hospital for a right heart catheterization. Right heart pressures were elevated, and cardiac index was low. The shock team was elevated for durable left ventricular assist device (dlvad) work up and impella 5.5 device placement. The impella 5.5 device was successfully implanted, guidewire was removed and the impella 5.5 pump was started. The sheath was removed, and the graft was trimmed to size. The hub was advanced and skin was closed with butterfly suturing. A transesophageal echocardiogram for placement measured 6 centimeters and was pulled back to 5.6 centimeters. Pumping was noted to be running well with no issues. Upon transitioning to the bed, the patient experienced sustained runs of ventricular tachycardia. Under echocardiogram for the position, the impella 5.5 device was pulled back to 5.4 centimeters. Amiodarone bolus was given and potassium was replaced. The ectopy resolved, and the patient was sent to the unit on impella mcs. On day sixteen, the patient was being bridged to the dlvad and during explant of the impella 5.5 device, while explaining through left ventricular apical core, the cannula detached from the outflow cage. However, the patient was successfully bridged to the dlvad with prophylactic impella rp flex placement for right ventricular support. The patient was noted to be hemodynamically stable following the bridge.

Manufacturer narrative:
Additional information provided in h3, h6 and h10. The investigation into the reported issues has been completed. With regard to the reported product damage, there are not enough details surrounding the removal/explant of the device to make a determination about the angle of explant, or what occurred during this time. This issue has previously been seen during removal. The design testing has stated that the bond is tested to a 30 n specification. Additionally, the bond was ripped at the cannula to ph bond and was jagged remaining on the cannula. Part of it remained on the motor housing. On the inside of the cannula there was also residual glue marks. There were no kinks seen in the cannula or the catheter. Due to a lack of sufficient evidence during the removal of the 5.5 and evidence of sufficient glue at the bond, the root cause of the product damage (detached inflow/outflow) cannot be determined. The root cause of the reported ventricular tachycardia was unable to be determined due to insufficient clinical details.